Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded alarm log. It was confirmed that the event log had been written incorrectly and an anomaly occurred in the data processing. A software upgrade was performed for resolve the issue. Additionally, a cracking sound occurred in the alarm buzzer and the device's main board was replaced to resolve the issue. A life related smell was also found and the outlet flow path was replaced. Periodic maintenance was performed and the blower and inlet path foam were replaced.